Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that oncology had been having trouble with the bd alaris pump infusion sets ref #2426-0007. The clinician had 4 of the IV tubing that given us an air in line message on the pump. The information on patient involvement is unknown.

Event description:
It was reported that oncology had been having trouble with the bd alaris pump infusion sets ref #(B)(4). The clinician had 4 of the IV tubing that given us an air in line message on the pump. The information on patient involvement is unknown.